Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 80,351 joules of use. The procedure was completed using a second fiber. Pt outcome: "the pt experienced no harmful effects as a result of the fiber change and the case was completed without any complications".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the output window were also observed. Both caps attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.